Event description:
It was reported that during an attempted implant procedure, the atrial lead could not be inserted into the atrial port of the device. A second device was used, but the same atrial port issue occurred. A different model device was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of an inability to insert the atrial lead into the header was not replicated in the laboratory. Test leads were able to be fully inserted into the lead bores.